Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary (rca) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, dark image occurred, and air was not cleared during the preparatory flushing. The procedure was completed with another of same device. There were no patient complications.